Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image was not displayed due to the ccd unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit. The exact cause of the failure of the ccd unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.